Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a reprogramming appointment for ineffective stimulation, reference MFR. Report#: 1627487-2015-07087 and 1627487-2015-07088. The patient also reported overstimulation a couple of inches above the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the entire system was explanted. Please note the actual event date is unknown.